Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a customer survey that the drill is loud. It was also reported that the surgeon is experiencing hearing loss in the ear that is usually facing the drill due to exposure over the years in practice. No additional information on patient or staff impact reported. No information was reported on the model or lot no. Of the device reported and device is currently still in use.